Event description:
It was reported to philips that the flexvision pc was not booting up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite and confirmed that the flexvision monitor stuck in the pixy boots. Upon troubleshooting, fse reviewed the log file and found that the flexvision pc hard drive had no power. Further inspection on flexvison pc revealed that there was no led light on flexvision pc¿s drive bay. Furthermore, the system log file analysis confirmed that the flexvision pc was experiencing a malfunction. The philips engineer addressed the issue by repairing the stuck button, restoring the device to normal operation. Nonetheless, this problem is associated with drive bay led not on and doesn't stay on after pressing and releasing is a known issue regarding the disk bay. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.